Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving fentanyl (500 mcg/ml at 54.03 mg/day) via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient's pump was refilled, on (B)(6) 2019, and the drug concentration was changed, a bridge bolus was performed. The patient left and started feeling lethargic and having some side effects so they went to the ER. Caller stated that patient was given narcan. The volume of the bridge bolus was 0.053 ml. The caller was directed to program the pump to minimum rate. The caller was going to follow-up with the managing physician. Additional information received from a manufacture representative provided the initial reporter.